Event description:
New information received notes the problem observed was due the device storage at an old clinic and not due to a quality problem from the abbott manufacturer.

Event description:
It was reported that prior to implantation, it was noted that the opening tab was intact when the implantable cardiac monitor's (icm) box was opened but two interior wipes were open. The first in it's entirety and the second with access to the holter was partially open. The surgeon made a decision not to implant the icm. The icm was replaced. There were no patient consequences.